Event description:
Additional information stated the patient was waiting to replace her battery for financial reasons.

Event description:
It was reported that the patient had not turned their stimulation on since they had a knee surgery on (B)(6) 2012. It was added that since about that time, the patient had back pain. It was noted that the patient had back pain due to "a wreck" in 1996. It was noted that the patient stated, "that's why the neurostimulator run up in my neck. That and I had fibromyalgia real bad but the neurostimulator run up in my neck." It was stated that the pain had gotten worse since having the knee surgery which occurred because the patient fell. It was added that after the knee surgery, the patient fell two more times. It was noted that shortly after coming home from the surgery, the patient hit her implantable neurostimulator (ins) on a wooden board. It was noted that the patient stated it took her about 2 hours to recharge her ins and had to recharge every week which was more than the patient expected. It was stated that the patient had a power on reset condition and had two overdischarges. It was added that the patient successfully performed a physician mode recharge but the battery then stated end of service. It was noted that the patient would need a battery replacement due to the end of service. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 7434-e lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID 3888-33 lot# l76236, implanted: 2002 (B)(6), product type lead product ID 7495-25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension. (B)(4).

Event description:
Additional information reported the patient could not get their ins to charge after their surgery. It was noted, the patient had to recharge more frequently after the surgery. It was noted, the patient could not get an MRI because of the stimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.